Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. Device evaluation: visual analysis of the returned device identified, weight to the spec and crease fold. After autoclave cycle were observed: cloudy color in the gel and bubbles. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported left side implant was very hard and uncomfortable, it was also stated that the implant was lumpy and has a bubble towards the bottom of the nipple, and at the top of the breast. Healthcare professional additionally reported left side capsular contracture baker grade iii. Device has been explanted and replaced.